Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1506801) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the tamp tube did not release, manual compression was applied for 25 minutes. The patient was not hospitalized. In the physician's opinion the event was caused by the mynx device/procedure. The physician felt he shuttled down far enough to where the tamp tube should have been released. Procedure type: interventional coronary stick location: common femoral artery vessel size: 6 mm.